Event description:
It was reported the patient received the following results within 15 minutes: 164 mg/dl and 60 mg/dl. The patient had hypoglycemia symptoms like sweating, shaking, having tremors. She was able to self-treat by eating breakfast. She felt better 45 minutes afterwards.